Event description:
Hot knees, red knees, swollen knees, pain both knees, info was received on 12/8/06 from a physician via an office mgr regarding a 52 year old female pt, initials c-h, with a medical history of osteoarthritis, who experienced hot, red, swollen knees, and "excruciating" pain in both knees. The pt began treatment with synvisc in 2006. The pt received three injections of synvisc into both knees with a week apart. On unspecified dates, the pt experienced hot, red, swollen knees and excruciating pain in both knees beginning after her second synvisc injection and worsening after her third synvisc injection. The pt was treated with a medrol dosepak (methylprednisolone), ultram (tramadol hydrochloride) and was taken out of work. The events resolved over one week later. The physician assessed the relationship of synvisc to the events as probable. 2006: medrol dosepak (methylpredisolone); ultram (tramadol hydrochloride).